Event description:
On (B)(6) 2008, the pt underwent the surgery with the two mini plates and screws. On (B)(6) 2009, the surgeon found through the x-ray that one of two plates broke. The surgeon is planning the removing surgery on (B)(6) 2009. If the plate is removed, the surgeon request the investigation of the plate.

Manufacturer narrative:
Actual device not evaluated because the device hasn't been returned to stryker yet. Eval will be conducted and reported in the follow up.